Manufacturer narrative:
Continuation of medical product: a2dr01 ipg, implanted: (B)(6) 2016. Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range, the impedance trend of the right ventricular pacing lead was rising and the pacing capture threshold in the right ventricle was elevated. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead exhibited no capture in the bipolar configuration and high thresholds in unipolar. The rv thresholds had been gradually increasing over the past six months, along with impedance measurements, which were now high. The physicians discussed a revision or ¿turning off¿ the lead, but did not decided on a course of action. It was further reported that the patient was unable to receive an magnetic resonance imaging (MRI) due to the impedance and threshold measurements preventing the ¿surescan¿ mode from activating. No patient complications have been reported as a result of this event.